Manufacturer narrative:
Part number associated with device only sold in (B)(6). Investigation could not be concluded as no device was returned. Synthes is unable to determine mfg date without a lot number. No additional info is available.

Event description:
Pt originally implanted with norian reinforced fast set putty 5cc for a genioplasty and the bone was prepared as an onlay on an unknown date. Pt returned to operating room on (B)(6) 2011 with inflammation. Norian noted as being unattached in parts from the bone. Surgeon burred parts that were not attached. Pt again returned to operating room on (B)(6) 2011. Norian had not incorporated to bone and was removed and sent for microbiology testing.